Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 327 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting and reported that insulin pump had hardware low level failures during self-test. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected alarms during testing however, the formatted history file confirmed software error detected the main arm cannot communicate with the motor arm alarm, line number 72 and file ID 1 due to a software error. Hardware low-level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm alarms noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).